Event description:
It was reported the display screen of the coblator ii surgery system suddenly went blank intra-operatively; however, the coblation therapies remained functional. The physician was able to complete the procedure using the coblator ii surgery system. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's identifying information was not provided.